Manufacturer narrative:
Additional investigation by nidek inc. Concludes that "we investigated in response to FDA, but the reporter refused to provide any information on the surgical facility and surgery details. Therefore, the device cannot be identified and further investigation is not possible due to lack of information." Nidek co., ltd. Asked nidek inc. For additional investigation. Since nidek co., ltd also could not have further information to perform additional investigation as a manufacturer, we are unable to determine the root cause of the injury. If further information is received, we will submit a follow up report.

Event description:
Nidek received maude event report (B)(4) on (B)(6) 2012. The following information is per the maude event report. Lasik procedure performed (B)(6) 2009 right eye and prk procedure performed (B)(6) 2009 left eye. Corneal flap created in the right eye with a microkeratome of unknown manufacturer and cut incorrectly. Flap took 15 minutes to place back down on the corneal bed. Doctor adhered the corneal flap using the laser and placed a bandage contact lens on the right eye. Doctor decided to perform prk on left eye. Epithelium removal of the left eye was painful and was performed without a local anesthesia because the drops administered previously had worn off. Bandage contact lens placed in the left eye after the laser treatment. Pt contacted doctor the evening of the surgery day to report pain, uncontrollable tearing and bad vision and was told it's normal. Seen in 2009 for follow up and was told there had been a problem cutting the flap and they were going to monitor the right eye carefully. Nidek co., ltd. Prepared the customer complaint form.